Event description:
It was reported that metal came out of the handswitch after an orthopaedic surgery when the device was being contaminated. There was no patient involvement, and the procedure was completed successfully.

Manufacturer narrative:
The handswitch has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is completed.